Event description:
Distributor & health care supplier tell rptr there is no expiration date on the surgilube. One of the boxes from this lot had a pink label & showed the product was expired, yet they keep shipping boxes from this lot. In the past, rptr found bacteria growing in expired ky jelly, so rptr suspects it grows also in surgilube. This is why rptr watches the expiration date carefully. Rptr fears for daughter's health & yet rptr cannot seem to make anyone understand. MFR does not put expiration dates on the packets, and if it's on the box it's not clear. It allows for too many loopholes. Rptr has so far received 5 boxes from this same batch. According to MFR: surgilube is exempt from having an expiration date based on the fact that surgilube is a medical device. MFR also states it is possible the supplier utilized the "dated pink label" for inventory tracing purposes. Surgilube is tested at regular intervals for five years. All currently completed stability sterility testing of surgilube has passed MFR's specs.